Event description:
It was reported that multiple occlusion alarms occurred resulting in a blood glucose (bg) level of 22 mmol/l. Customer performed a correction bolus to successfully address the bg. Customer changed pump supplies to address the issue.